Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device, after an unspecified procedure. Reportedly, an unspecified device failure occurred. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unspecified device failure complaint was confirmed based on a detected link detachment from the posterior cuff with a resulting loss of suture delivery. Based on visual analysis of the returned device, there is no indication of a product deficiency. The cause for the reported event was determined to be most likely related to the operational context in use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed and the investigation of the returned device, there is no indication of a product deficiency.